Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a lead replacement procedure. After the lead was inserted into the ¿dilator,¿ the hcp noted that the insulated sheathing at the lead end was off and he did not want to proceed to implant an uninsulated lead. The representative did not notice any excessive pulling on the lead end that could have resulted in the sheathing coming loose. The hcp tried to see by pushing the sheathing to the end, whether it might hook, it did not and he therefore decided to replace the lead. The uninsulated lead was removed and replaced with a new lead. The issue was noted as resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the lead, model 3889-28, found lead body outer insulation separated at a butt joint proximal end. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.